Event description:
Port-a-cath was implanted on 2/26/96 in pt's left subclavian area. Port worked appropriately until recently when it began to dysfunction. Pt was taken to surgery for port removal on 8/20/97. During port removal, it was evident that the flexible catheter portion of the unit had sheared away from the bell of the port.